Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex st (device #1) device used to treat the patient. The patient's attorney did not allege a specific device failure. The patient's attorney alleges unspecified injuries; however, no details have been provided regarding the nature of the injury. No medical records have been provided. Based on the limited information provided,no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. This emdr represents the bard/davol ventralex st (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol ventrio device. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol ventrio. On (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol ventralex st (device #1). On (B)(6) 2014 - the patient had unspecified injuries. The patient is only making a claim for an adverse patient outcome against the ventralex st (device #1). The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex st (device #1) device used to treat the patient. The patient's attorney did not allege a specific device failure. The patient's attorney alleges unspecified injuries; however, no details have been provided regarding the nature of the injury. No medical records have been provided. Based on the limited information provided,no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-nov-2011) is considered to be a best estimate. Updated fields: a2, a4, b2, b4, b5, b6, b7, d4, d.6b (date of explant), g1, g3, g4, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol ventralex st mesh (device 2). Additional emdr was submitted to represent the bard/davol ventrio mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011 - the patient underwent surgery for implant of an unspecified bard/davol ventrio. (B)(6) 2012 - the patient underwent surgery for implant of an unspecified bard/davol ventralex st (device #1). (B)(6) 2014 - the patient had unspecified injuries. The patient is only making a claim for an adverse patient outcome against the ventralex st (device #1). The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with incarcerated umbilical hernia thereby underwent laparoscopic repair with implant of ventrio mesh (device 1). Per operative notes, ¿an incision was made into the umbilicus. The hernia sac was dissected out. A ventrio mesh (device 1) was placed into the abdominal cavity and secure it with sutures.¿ (B)(6) 2012 - patient was diagnosed with recurrent umbilical/ventral hernia, thereby underwent open repair with implant of ventralex st mesh (device 2). Per operative notes, ¿a supraumbilical curvilinear incision was made over the umbilicus. The hernia sac was dissected out. A large ventralex st mesh (device 2) was placed with previously placed old (device 1) and secured it with sutures.¿ (B)(6) 2014 - patient was diagnosed with recurrent ventral hernia, thereby underwent open repair with explant of ventrio mesh (device 1) and ventralex st mesh (device 2) and implant of biological mesh. Per operative notes, ¿an incision was made vertically in the midline above the umbilicus. The hernia sac was dissected out. The previously placed meshes were identified. Both (device 1) and (device 2) were excised entirely. A biological mesh was placed into the defect and closed the defect with sutures.¿